Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump has been alarming with no delivery on a recurring basis. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was declined since the customer only wanted to document the issue. No products were shipped or returned.